Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6)2009; inratio: 2.9; lab: 2.3. Date: (B) (6) 2009; inratio: 2.6; lab: 2.2.

Manufacturer narrative:
Investigation pending.